Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device press button was stuck. During service and evaluation, it was observed that the coupling tool side was defective and the adjusting nut was ¿smashed¿. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, function of the attachment coupling, function of the attachment coupling with attachments, excessive noise, and the power with test bench. It was not reported if the device was used in a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.